Event description:
N/a.

Manufacturer narrative:
The collatape (0100) was returned for evaluation. DHR review: no anomalies were observed during the packaging and inspection processes. However, as rejection units by the ¿thin¿ condition were reported within the manufacturing process, a statistical process control chart was used to evaluate the rejection data by the reported condition from january to december 2019. Based on the analysis, it was concluded that the process variation by the thin condition is consistent (in control). Based on this information, it can be determined that fg lot 3529348 met all in process requirements as specified in the packaging shop order and related procedures. Failure analysis: ten (10) units were visually inspected. No anomaly was observed in any of the units; packaging was in good condition; sealing area was acceptable sealing; no foreign matter was observed. Five (5) units were sent for thickness testing. Results: all tested units were within thickness specifications (0.01 to 0.03 in.). The complaint is considered unconfirmed since satisfactory results were obtained from the retain samples evaluation and the returned unit could not be assessed to verify the reported condition (thinner than others) since it was wetted by the customer prior to returning it for evaluation. The complaint is considered unconfirmed, no further analysis is possible at the moment; therefore, the root cause determination is not possible at the moment.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h10. The collatape was not returned for evaluation: retain samples were evaluated. Device history record (DHR) - according to the DHR review, no anomalies were observed during the packaging and inspection processes. Fg lot 3529348 met all in process requirements as specified in the packaging shop order and related procedures. Failure analysis - ten (10) units were visually inspected. No anomaly was observed in any of the units; packaging was in good condition; sealing area was acceptable sealing; no foreign matter was observed (mentioned because five (5) units were to be submitted to destructive testing). Five (5) units were delivered to qc laboratory for thickness testing. Results: all tested units were within thickness specifications (0.01 to 0.03 in.) The complaint is considered unconfirmed since satisfactory results were obtained from the retain samples evaluation and no unit has been returned for evaluation. The complaint is considered unconfirmed, no further analysis is possible at the moment; therefore, the root cause determination is not possible at the moment.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported one sheet of collatape was thinner than the others. Normally, collatape is supposed to expand when water is added, but one sheet did not expand and remained thin. Since 9 of the other collatape sheet had no problem with the thickness, they were used in the procedure.